Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. Programming changes were made to a sense amplitude channel; further changes would be considered once measurements are received. The patient was in stable condition.